Event description:
It was reported that customer experienced 11a cartridge alarm on pump. There was no reported impact to customer¿s blood glucose level. No additional information was received regarding customer actions, technical support guidance, or outcome of event, and device was not being returned for evaluation.